Event description:
It was reported from a study article that a patient with a history of tricuspid regurgitation was implanted with an aveir pacemaker. After implantation, the patient's tricuspid regurgitation was exacerbated by the device. No intervention was reported. The patient condition was unknown.